Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer would change the cartridge, infusion set tubing and site. The customer's blood glucose (bg) level was in the 500s mg/dl with a trace amount of ketones and insulin injections were used to address the bg level. The customer was not receiving an occlusion alarm at the time tandem technical support was contacted. The cause of the occlusions could not be determined.